Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5 - operator of device. E1 - reporter facility name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for a unspecified foreign material came out of the nozzle could not be determined since the reprocessing was confirmed to have been practiced in accordance with instructions for use, and the foreign material residue point was confirmed to be free from deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited: a foreign object came out of the nozzle with tip nozzle water drainage failure. There were no reports of patient involvement.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, it did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.